Event description:
It was reported that the programmer had no detection on the ventricular channel of the analyzer. Troubleshooting steps were taken to no avail. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).